Manufacturer narrative:
The device was received, and eval is pending. A follow-up report will be submitted once the quality investigation is completed.

Event description:
The core micro drill was sent for eval due to overheating during a procedure, which was completed with a readily available alternate device without any procedure delay. No adverse event was reported.